Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user is reported to have had meningitis several times. The device was explanted to allow for high resolution MRI. No product deficiency is alleged.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage which has been present whilst implanted. Mechanical damages found during investigation are most likely related to the explantation surgery. This finding was expected because according to the information received from the field the device was explanted due to several occasions of meningitis and the need of a magnet resonance imaging. However, despite requested, no information has been received on the recipient_s vaccination status, treatment, etiology (which organism was involved), timeline of meningitis incidents, possible other device unrelated factors. Nevertheless, a history of meningitis itself, is a predisposing risk factor for meningitis. In addition, cochlear implants themselves increase the risk of bacterial meningitis especially during the first 2 months after implantation (lorry g. Rubin, cochlear implants in children, pediatrics 2010;vol 126, number 2). Further the device was explanted five years after implantation and a review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No information available points to the implant being the source of infection. A definite cause for the reported incident could not be determined due to lack of information. The investigation results appear to match the problems mentioned in the report. This is a final report.

Event description:
The recipient is reported to have had meningitis several times. The device was explanted to allow for high resolution MRI. No further information has been received, despite requested.